Event description:
The customer called to report a motor error alarm during the priming process. The insulin pump had not been bumped, dropped or exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.